Event description:
It was reported that the device exceeded the set speed. A rotablator console was selected for use and was set to 150 rpm. It was reported that the console speed exceeded to 190 rpm. The procedure was completed using this device. No patient complications were reported.